Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow-up will be submitted when the evaluation is complete.

Event description:
A customer alleged after heart surgery a patient had a problem breathing. They aspirated 1000ml of air from the patient's chest cavity. On further inspection post procedure, they noticed there was air in the merit device. They tested the drainage in a waterbath and there was a leakage between syringe and drainage.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be established. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Manufacturer narrative:
The suspect device was returned for evaluation. The failure as reported was observed. A leak was observed from the interface between the luer lock and the hub of the catheter. The likely root cause can be attributed to operator error. Possibly, the operator did not apply adhesive to the full circumference of the luer lock before threading it into the hub of the catheter. A search of the complaint database was performed and fourteen similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found. Nonconformances of this nature are monitored by the operation team. This complaint will be used to trend for similar complaints.